Event description:
Per complaint report form: the valve was removed due to paravalvular leak and probable "mismatch". No add'l info is available at this time. The valve was replaced with a st jude medical 31aecs-602.